Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6, -8.0/0.5/81 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to glare/haloes. In the reporters opinion the cause of this event was due to a patient related factor. It was reported that the problem resolved after the explant, patients current condition is well.